Manufacturer narrative:
(B)(4). A component of the superdimension system; case recordings, were returned and the evaluation showed that the software worked as designed. A service call was performed at the site and the evaluation could not identify any anomalies. The device met specification. There were no anomalies identified during the internal review of the DHR of the system console. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Site reported the physician had difficulty registering the upper lobe during a superdimension procedure and the physician canceled the procedure. The patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event. If additional information pertinent to the incident is obtained a follow-up report will be submitted.